Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument generated an error on the third time and was not recognized the fourth time. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler instrument to perform failure analysis. The instrument was visually inspected and found to have no damage. The channel sprang open when in the unclamped state. The instrument was placed on the in-house system and was found to be locked. The instrument generated an error message of "instrument failure. Do not reuse." The radio frequency identifier-ID (rfid) was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed the recognition and engagement tests on all attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Review of procedure logs were unable to verify any recognition failures. There was an unclamping/drivetrain failure confirmed in the logs, which caused the instrument to become locked. The instrument was found to have 1 unclamp failure based on a log review that was not replicated in-house. The instrument logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms the unclamping failure. Common causes may be attributed to either the instrument I-beam assembly being jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis or due to obstruction in the path of the I-beam encountered during use of the sureform 45 stapler instrument.